Manufacturer narrative:
H3: product analysis found that the device has no fault. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use, the receptacle that holds the tap or screwdriver is bent and runs in an oblong pattern now. Hooked a navigated 5.5 tap to the powerease and when using the powerease there is a wobble which is not optimal when using the tap in a pedicle to prepare the pedicle for a screw. Powerease was making tap to wobble. Thought it was a problem with the tap so loaded a different tap only to find the same issue. As a result, chose not to use the powerease any longer, concerned it would make a larger hole than intended and the screw may not hold and instead inserted the screws by hand. There was no patient involved in this event.